Event description:
Patient was being turned and was suctioned. Ventilator started alarming "technical error 28." Rn called rt. Rt changed out the vent while np bag valve masked the patient. Patient was not harmed in the event.